Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had unresponsive buttons due to corroded keypad traces. No unexpected display anomaly was noted during testing. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the display window, a cracked display window, a cracked reservoir tube and cracked battery tube threads.

Event description:
Customer reported issues with the insulin pump. Customer states that the insulin pump is stuck in the clock setting and the buttons are not responding. Customer states that the blood glucose reading is 200 mg/dl. The insulin pump will be replaced. Nothing further reported.